Manufacturer narrative:
The customer advised that the patient weight is not available. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas proportioner was calibrated and the unit was returned to service.

Event description:
The hospital reported the unit was able to deliver a potentially hypoxic mixture during a case. There was no report of patient injury.